Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in regards to high blood glucose levels the customer has experienced. The customer's mother advised the customer has run out of supplies for their insulin pump. The customer's blood glucose level went as high as 575 mg/dl. Customer advised that their insulin pump had a sensor that was inaccurately reading their blood glucose levels. Customer advised they received a high blood glucose alarm but continued to sleep through it and then the sensor alarm messaged. Customer was advised to not sleep through alarm messages as they are very important. Customer was advised to change out the entire infusion set and to call back if high blood glucose or any other alarms continue.